Event description:
The pump was returned for screen distortion. Upon examination the lcd is physically damaged with a crack near the center approximately 1 inch long. An internal investigation found the lcd also has an internally damaged screw mount.

Event description:
The following has been reported: biomed reported: "screen is distorted. The screen is not physically damaged." Patient harm: unknown a preliminary review of the logs identified the following issue: mechanical hardware failure (screen no input) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.